Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-02528. All information can be found under manufacturer report number 1416980-2025-02528. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a damaged display. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.